Manufacturer narrative:
On 19 april 2016 it was prepared a final report with the information already submitted in the initial report. On 18 may 2016 the report was sent to the initial reporter and the case was closed. Not available.

Manufacturer narrative:
Batch review performed on 05 january 2016: lot 141367: (B)(4) items manufactured and released on 22 october 2014. Expiration date: 2019-09-30. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 05.jan.2016 the sales reported as follows: "the screw broke in only one piece and it was retrieved. According to the surgeon, no piece remained into the patient. There was only minor delay in order to remove the broke part and replace the screw with a new one." On 08 jan 2016 the r&d manager checked the pictures of the screw commenting as following: the pictures received clearly showed the failure mode of the implant, which occurs at the implant-instrument interface. In order to prevent such a failure, which are mainly due to an excessive torque exerted for final screw positioning , additional instruments are developed. Not yet received.

Event description:
During insertion of one of the mecta-c fixed self-drilling screw with the self-retaining screwdriver, the head of the screw broke. The screw will be available for investigation.